Event description:
It was reported that the implantable pulse generator (ipg) did not meet expected longevity, possibly due to high left ventricular (lv) lead thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 430-10 intermedics lead implanted: 1998 (B)(6); 438-10 intermedics lead implanted: 1998 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.